Event description:
When the defibrillator electrodes were connected to the defibrillator the monitor had a "check electrodes" warning. The user was unable to shock the pt using the AED. The electrodes were connected to three add'l zoll defibrillators and the same warning message was received. The user facility stated that the pt expired but was not believed to be related to the electrodes.